Event description:
It is reported that the pt was revised due to a fractured liner. Metallosis was noted during the revision.

Manufacturer narrative:
This report will be amended when our investigation is complete.